Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2020 to remove the excess skin and scar tissue around the abutment and the skin was cauterized with silver nitrate. The patient was administered with a seven-day prescription of oral antibiotics. The abutment was replaced and the internal fixture remains.